Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the pocket site. The patient underwent an ipg explant procedure. It was believed that the infection was not device related. The patient had a history of developing infections. The patient was doing well postoperatively.